Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to use error as stated by the surgeon. The specific instrument(s) involved with the event, is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. System error log review was performed for the procedure on system sh1989. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clips for the reported event were submitted by the customer for review. A review of the site¿s complaint history identified no other complains related to this event. This event is reported due to the following conclusion: it was reported that prior to a da vinci-assisted low anterior resection procedure, an omental blood vessel started bleeding due to the way the surgeon was taking down the adhesions. It is unknown how much blood was lost. This issue was not caused by, nor with, the use of the da vinci system or product. The surgeon started the procedure via open surgery to address the issue and then they were able to doc the system and complete the case robotically.

Event description:
It was reported that prior to a da vinci-assisted low anterior resection procedure, an omental blood vessel started bleeding due to the way the surgeon was taking down the adhesions. It is unknown how much blood was lost. This issue was not caused by, nor with, the use of the da vinci system or product. The surgeon started the procedure via open surgery to address the issue and then they were able to doc the system and complete the case robotically. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: there is no report of an isi system, instrument, or accessory. There was no report of intra-operative complications. Prior to the da vinci-assisted portion of a low anterior resection procedure, the surgeon was performing planned laparoscopic lysis of adhesions; not using cautery during takedown due to proximity of bowel. During which time, there was a torn vessel on the omentum or mesentery. Access was gained through a similar incision that would be used in a robotic procedure to assess the bleeding that was approximately 300cc, control the bleeding, and proceed without additional incisions that would limit robotic use. The procedure completed robotically with no patient injury. There was no blood transfusion. The patient was discharged home. There were no intra-operative complications during the da vinci-assisted portion of the procedure. There were no post-operative complications. The procedure was not recorded and there are no photographs.